Event description:
It was reported that during an attempted implant of an implantable pulse generator (ipg), the device failed to pace when connected to the right ventricular (rv) lead. When the wand was placed over the device, it became clear that the rv lead had incurred a polarity switch to unipolar configuration. After the lead was tested through the analyzer, the device was reprogrammed to bipolar pacing and reconnected to the rv lead, and the polarity switch occurred again. The physician requested another device, and the ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.